Manufacturer narrative:
Evaluation: results: as returned, the lead had a kink with one broken wire visible. Conductivity testing revealed channel 8 was open and two channels showed a slight increase in resistance when the lead body was stressed where the kink was observed. The damage observed on the lead is consistent with overstress the lead was subjected to at the distal end of the anchor while it was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06549. It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed both leads had migrated. Both leads were explanted and replaced. Stimulation and coverage were regained post-op.